Event description:
Flexiva ID trac tip 200 laser fiber broke as it was being passed from the scrub to the surgeon. Ref #m006r8403960, lot #0000007508. The case was able to be continued with no harm to the patient.